Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5149736). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sleep apnea and arryhthmia. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Manufacturer narrative:
Additional information was received on 05/30/2025, and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5149736). The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sleep apnea and arrythmia. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In box h: evaluation method code, evaluation results code and conclusion code grid has been updated.